Event description:
It was reported to the manufacturer by the facility biomed tech that a hemodialysis patient experienced an adverse event (coded) during their dialysis treatment. This event occurred approximately 2.5 hours into the treatment. The patient was pale, unresponsive and had no apical pulse. Saline, oxygen, and CPR were administered. The AED advised to precede with a shock, once complete. CPR was resumed. The patient was transported to the hospital where they subsequently expired.

Manufacturer narrative:
(B)(4). Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market clinical department is in the process of reviewing patient medical records and treatment data information regarding the reported patient code during the hemodialysis treatment. The hemodialysis machine (plant investigation) is currently undergoing evaluation and a supplemental medwatch report will be submitted upon completion of the investigation. This is one of 6 MDR's submitted to document this reported event. Please reference the follow MDR numbers: 8030665-2013-00693, 2937457-2013-00376, 1713747-2013-99964, 1713747-2013-00531,1225714-2013-03484, 1225714-2013-03485.